Event description:
Complainant alleged while attempting to treat a patient (age & gender unknown), sparks were emitted from the electrode pads. During subsequent testing, technicians reproduced the issue and another spark was observed. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.